Event description:
It was reported that during routine follow-up, low pacing lead impedance was observed. Patient was asymptomatic. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.